Event description:
Two 5.5 mm ti cancellous locking screws were revealed via x-ray during routine post operative exam to have broken. Surgeon has no plans at this time to explant.

Manufacturer narrative:
Manufacture date cannot be determined without a lot number. No conclusion can be drawn as the product was not returned for investigation.